Event description:
Customer reported he was experiencing sensor reading discrepancies. Customer stated that the sensor was reading low at 68 mg/dl and the insulin pump was going into threshold suspend but his blood glucose was 202 mg/dl. Customer has not noticed any bent cannulas on previous sensors. He was advised on proper sensor insertion instructions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.